Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of chest pain. An x-ray confirmed that the right ventricular (rv) lead had perforated. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.